Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to the inappropriate reprocessing such as that the reprocessing by user was different from the instruction manual and/or insufficient training to the stuff. Also, there was the possibility that the humidity had invaded into the subject device and the parts inside the light guide lens had been corroded, then the product due to the corrosion might have remained inside the light guide lens as dirt. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for annual service at the service department of olympus europa (B)(4), it was found that there were the foreign materials on the distal end and under the forceps elevator, there was corrosion inside the objective lens, there was the gap between the objective lens and adhesive, and the adhesive around light guide lens cover glass had been cracked. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.